Event description:
After insertion of groshong PICC, catheter came apart at hub (or was fractured. Rptr doesn't know which). Catheter migrated. Catheter was successfully removed during surgery under fluoroscopy.